Event description:
This incident occurred prior to using the device on the patient. Staff reported the covidien endostitch handle "would not open when in the neutral position." This occurred when trying to "unload a suture." Staff reported that the tip of the needle "was broken off" when it was finally opened.